Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection noted that the slider pin of the depth device, 2.7 / 3.5 / 4.0mm, low pro was broken off. Functional testing was not performed due to the damage to the device. The cause of the reported failure is attributed to a design issue, addressed in a nonconformance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2025, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device came apart. No further information was provided. This was discovered during the case with no patient harm.